Event description:
The IV pump signaled occlusion. Upon observation, pca pump was noticed to be empty. Pca pump syringe was replaced at 1620, empty at 1700. The rubber gasket on the syringe was found disconnected from the plunger while still engaged in the pump.